Event description:
It was reported that a cartridge alarm 30 occurred during the load process. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed that the customer experienced cartridge alarms with consecutive cartridges. They resolved the issue by confirming the pump's warranty and arranging for a replacement pump with updated software to be sent. The customer was advised to use multiple daily injections as backup insulin therapy until the replacement arrived. Tandem provided instructions on putting the pump into storage mode and guided the customer on returning the problematic pump within ten days using a pre-paid label. The customer was informed about programming new settings and connecting their continuous glucose monitor to the replacement pump, and they acknowledged all instructions.